Manufacturer narrative:
Per the cartridge instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. The can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Customer did not address the bg with any intervention. Cause of elevated bg was not known. Pump system check was performed with tandem technical support (cts); no device issue was identified. Reportedly, the customer reused the cartridge. Cts educated the customer that the cartridge was labeled for single use.